Manufacturer narrative:
Concomitant medical products: product ID: 8578; serial#: (B)(4); implanted: (B)(6) 2008; product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for intractable spasticity. It was reported that the patient had a replacement for the pump connector done. On (B)(6) 2022, since it was leaking.